Event description:
It was reported that when switching on the endoscopy tower in the operating room, it flashed, and smoke came out. The video processor no longer lighted up and smelt burnt. There was no patient or user harm reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b5 - b5 in the initial MDR inadvertently indicated that the procedure was completed with the same device. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device evaluation found the power supply was damaged. The current input voltage overload protection circuit of the power supply was damaged. It is likely that the failure occurred due to an excess of peak voltage at the input of the power supply. However, the varistor and fuses protected the unit from voltage overload. Based on the results of the investigation and the available information, a definitive root cause could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and there were found to be damaged power supply. Additional findings include the following: an abnormality occurs in the lighting of the front panel due to a system error. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center when switching on the endoscopy tower in the operating room, it flashed, and smoke came out. The video processor no longer lighted up and smelt burnt. There were no reports of patient harm, and the procedure was completed using the same set of equipment.